Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of the low flows was not identified since the long-term acute care staff did not report the low flows at the time of the event and did not obtain any additional information on it. It was said the low flow alarm did resolve even though it was not initially reported, and it was assumed it resolved without intervention. It was assumed that the patient was asymptomatic during the time of the low flows since the hospital emergency phone was not called to report the incident. The acute team was interviewed for the cause of the driveline disconnect alarm and denied that the driveline was disconnected. They did state the mobile power unit (mpu) was unplugged from the wall outlet, the patient was moved to a new room and then the mpu was plugged back into the wall outlet. 14v batteries were not used for unit transfer. It was also later said it appears that the system controller was not exchanged. It is unsure if a pump stop occurred, but no adverse events have been observed in the patient. The patient's renal dysfunction was said to maybe be related to the right heart failure as it was experienced soon after left ventricular assist device implant. Renal was consulted on (B)(6) 2025 for the acute kidney injury (aki). Lab diagnostics were performed. The renal ultrasound results found the right kidney to be at 9.8 cm with an increased echogenicity with normal contour at the cortex and no hydronephrosis in the collecting system. The left kidney was at 10.2 cm and had increased echogenicity with normal contour at the cortex. There was no hydronephrosis in the collecting system. The urinary bladder was decompressed with a foley catheter, which limited the evaluation. Small right pleural effusion and small volume ascites were also found. Impressions displayed an increased renal echogenicity suggestive of renal parenchymal disease, no hydronephrosis and the small right pleural effusion and volume ascites.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files could not confirm the reported driveline disconnect and low flow alarms. A specific cause for the reported alarms and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively determined through this evaluation. The submitted system controller event log file contained data from (B)(6) 2025. The log file did not contain data from the reported event dates of 04feb2025 and 07feb2025. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including renal dysfunction. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 "alarms and troubleshooting" outlines system controller alarms, including the driveline disconnected hazard alarm and low flow hazard alarm, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm and low flow hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that while patient was in a long-term acute care facility it was discovered that the patient experienced a driveline disconnect alarm on (B)(6) 2025 at 20:46 that persisted for 9 minutes and 9 seconds. It appeared that there was a system controller exchange at that time. Various pulsatility index (pi) events and a low flow event were also noted on (B)(6) 2025, and it was said that the patient gets daily dialysis, so some pi events may have been related to this. Log files were submitted for further evaluation. The event log did not contain data from (B)(6) 2025 at 20:46. It appeared that the data was overwritten by new incoming data of pi events. It also did not appear that the system controller was exchanged since the periodic log contained dates ranging from (B)(6) 2025 which is beyond the timestamp of (B)(6) 2025 at 20:46. The mechanical circulatory system equipment seemed to be operating as intended.